Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced loss of consciousness and fell into a puddle of water. The customer was unable to self-treat and was provided with sugar and chocolate as treatment by non-healthcare professional (non-hcp) there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader(B)(4)has been returned and investigated. Visual inspection has been performed on the returned reader and no issues observed. Error message was displayed when the reader was turned on. Reader was not able to connect to pc with usb cable. Reader had liquid contamination when the reader was de-cased. Extended investigation was performed on the returned de cased reader. Visual inspection was performed on the returned reader and liquid contamination was observed. The reader was powered on successfully but the reader was not able to connect with software to perform ble (bluetooth low energy) functionality testing. The liquid contamination was observed on dn3 and u13 chips which causes an improper usb detection and it was found that the reader did not connect to software. Therefore, the issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced loss of consciousness and fell into a puddle of water. The customer was unable to self-treat and was provided with sugar and chocolate as treatment by non-healthcare professional (non-hcp) there was no report of death or permanent impairment associated with this event.